Event description:
It was reported the pt no longer receiving effective stimulation. An sjm rep met with the pt and read diagnostic tests showed multiple invalid contacts. Reprogramming was unable to resolve the issue. The pt is considering a lead revision to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.